Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
2 toothbrush heads broken while in use in mouth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via phone on 13-oct-2016 that two oral-b power oral care refills precision clean had broken while in use in his mouth after a couple of weeks of use. He had purchased two packs of 4 refills. The consumer reported he had previously used this version of product, and had never had this type of issue. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.